Manufacturer narrative:
The tech isolated the issue to a sticking trend valve. He replaced the trend valve to repair the bed.

Event description:
Info received indicates the head hi/low function is drifting slowly over 24 hours.